Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review on a patient that was admitted for concern for pump thrombus. The event log files captured loss of external power events while the patient was tethered to the mobile power unit (mpu) and low voltage hazard events which were due to slow discharge of the mpu capacitors when it loses power. The alarms resolved once external power was restored. The mpu was not exchanged. The patient also noted that there was not a power outage, that the power cord may have come loose at the wall unit or the back of the unit, and that there was an instance when they disconnected both batteries before they connected to the mpu. Related MFR 2916596-2024-01219.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The submitted controller event log file contained events from 10feb2024 through 20feb2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 lvas, including bleeding, and hemolysis. This section also addresses all pump parameters, including pump flow and power. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. Pump flow is a calculated value that is estimated based on pump power. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 6 of the IFU, ¿patient care and management, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern for pump thrombus. There was no pump thrombus detected and the patient's lactate dehydrogenase (ldh) returned to baseline. The ldh level was up to 766 mg/dl and hemoglobin was 4.4 g/dl on (B)(6) 2024. There was no urobilinogen in the urine on (B)(6) 2024. The patient had a gastrointestinal (gi) bleed. A colonoscopy, an esophagogastroduodenoscopy (edg), and biopsy were performed. The patient had a large colon and rectal mass removed. The patient likely had an arteriovenous malformation. A chest, abdomen, and pelvis computed tomography (CT) was performed on (B)(6) 2024, but no source of bleeding or elevated ldh was identified, and the outflow graft was stable. The patient was discharged home on (B)(6) 2024 with ldh at baseline. Pump power and flow were at baseline.